Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There as no impact to blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. Reportedly, customer's doctor recommended for the customer to use a shorter cannula.